Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. After twitching weakened, as the phrenic nerve motion stopped the ablation was stopped via the double stop technique. The procedure was completed with radiofrequency ablations. The pnp did not recover by the time the patient was discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed applications were performed with a balloon catheter on the date of the event with no issues. A clinical issue was encountered during the procedure. There was no indication of a product malfunction during the procedure. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.